Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
During an atrial fibrillation ablation, a faradrive steerable sheath clear was selected for use. During pumping back, it was noted that hemostatic valve was leaking. The sheath was replaced, and the procedure was completed with no patient complications. The device is not expected to be returned since it was contaminated. It was further reported that the issue was found during use. No damage to the luer was observed. The irrigation method used was a pressure bag 120 drops/min. There were continuous and dense bubbles when the side catheter of the sheath was pulled back. The procedure was completed using the leaked sheath without changing it. The hemostatic valve was leaking air it was a constant flow. Almost all of them were bubbles. In the standard process, there were bubbles when the catheter was inserted and then pulled back.